Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up a loss of capture and low r-wave sensing were observed. Fluoroscopy showed the rv lead was in the svc. The lead was explanted and replaced.